Event description:
Home monitoring reported that this device went into back up mode on (B)(6) 2017. The device was reset successfully and remains implanted.

Manufacturer narrative:
Device was explanted due to eri and returned for analysis. Upon receipt, the ICD was interrogated, revealing the mos2 battery status, 22 charging cycles were recorded in the devices memory. The memory content of the ICD was analyzed. The analysis revealed that the ICD was reinitialized on 9-feb-2017. Besides that, the data showed no anomalies. In a next step, the ICD was subjected to an electrical analysis, showing no indication of a device malfunction. Especially, a long term temperature stress test as well as an increment-decrement pattern test of the ram showed no anomalies. Based, on the data available for analysis, the root cause of the reported safety backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Analysis revealed no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.